Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces of tampon got stuck in me - vagina [foreign body in reproductive tract]. Tampon separated, took me a while to remove, pieces of it got stuck in me [complication of device removal]. Tampon separated [device breakage]. Case description: consumer contacted via phone and stated that the tampon that she used separated; it took her a while to remove, and pieces of it got stuck in her because it separated. No serious injury was reported.